Event description:
It was reported that a user transitioning from a dexcom g6 to a g7 experienced hyperglycemia and contacted support to confirm that the ilet would use manual glucose entries for dosing until the new sensor paired; the user also expressed dissatisfaction with perceived lows. Symptoms included elevated blood glucose. Outcomes included user concern and need for troubleshooting without medical intervention.

Manufacturer narrative:
Investigation included customer interview and user education on device operation. Investigation of this case revealed that the ilet was functioning as designed, dosing based on manual entries until cgm pairing completed. It was concluded that the cause of the hyperglycemia was unclear and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.